Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On 08/oct/2025, it was reported the patient had a stoma infection and is receiving antibiotic treatment (amoxi clavulanic 875 mg every 8 hours for a week) administered via peg. Patient is recovering and is also applying mytosil ointment to the peristomal area. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. A stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.